Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 282 mg/dl. It was reported that customer's healthcare professional changed settings due to customer waking with blood glucose of 40 mg/dl. Troubleshooting was performed to determine reason for no delivery. Insulin was able to exit and customer was advised that insulin pump was working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.